Event description:
A surgeon reported a pt experiencing streaks, starbursts and decreased night vision following an intraocular lens (iol) implant procedure. The lens was exchanged for a monofocal lens. In a f/u, the surgeon reported the pt described "lights look like cities," trail of light", also seeing a half moon above and sometimes to the side and below. The symptoms decreased following the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A partial completed questionaire was received on (B)(4) 2013. (B)(4).